Event description:
It was reported that during a convective radiofrequency water vapor thermal therapy procedure to treat benign prostatic hyperplasia (bph), the delivery device needle did not retract when connected to the generator so the device was replaced and the procedure was performed using a second delivery device. During the procedure, after the first needle puncture, the needle could not be retracted when the needle retraction button was depressed, resulting in the physician using the manual needle retraction method to successfully retract the needle from the patient. The case was not completed and was re-scheduled due to the delivery device issue. The patient was under anesthesia at the time of the event however the patient outcome was reported to be stable; no patient harm or adverse outcome as a result of the event. This report is for second delivery device used.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the device was returned with the shaft pulled out and the needle bent. Functional testing of the needle could not be performed as the needle was damaged and the magnet heavily rusted. The needle was inspected under the microscope and abrasion damage was found on the underside of the curve of the needle, this is most likely indicative of drifting during the procedure. Based on a thorough review of the information provided, the investigation conclusion code of cause not established was assigned to this complaint.

Event description:
It was reported that the needle did not retract after the first puncture and the needle was retracted manually. The patient was under anesthesia and the case was not completed and re-scheduled due to the reported delivery device issue. The patient outcome was reported to be stable; there was no patient harm or adverse outcome.